Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. Customer states the drive support cap appears normal (recessed). Advise customer to discontinue use of the pump. Advise customer to revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No compromised force sensor system alarm and no loose drive support disk anomaly noted during test.